Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that after an international flight, the device "started beeping... In the pattern of every 20 hours." The patient stated a device check was scheduled with the physician however follow up attempts with the clinic were made and no further information could be obtained. The device remains in use. No patient complications have been reported as a result of this event.